Manufacturer narrative:
Updated data: b5. A second paragraph was added. Corrected data; the following information was available at the time of initial report submission, but was erroneously omitted. D. Suspect medical device full UDI# medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolut fx+ bioprosthesis, the valve was implanted su ccessfully, and the delivery catheter system (dcs) and guidewire were withdrawn from the ventricle without issue. The pigtail catheter was withdrawn from the non-coronary sinus without complication and the valve remained in place; however, after approximately 15-20 seconds, a slow and progressive systolic dislodgement of the prosthesis was observed, resulting in the valve positioning at approximately 1 cm above the valvular plane. An episode of pulseless electrical activity (pea) and bradycardia occurred. Subsequently, cardiopulmonary resuscitation was performed along with the administration of life-saving medication, and the return of spontaneous circulation (rosc) was achieved. A snaring system was introduced via the left radial artery and successfully used to capture the dislodged prosthesis and lift it approximately 3 cm in the ascending aorta. The hemodynamics were restored, but a left bundle branch block occurred, and a temporary pacemaker was inserted. A non-medtronic guidewire was advanced to the left ventricle. A balloon dilation was performed using an 18x40mm non-medtronic (valver) balloon. An attempt to advance the second dcs and valve through the first valve was unsuccessful. A second snare was placed in the abdominal aorta, and the dcs was advanced to the ascending aorta. During the positioning of the second valve, two more episodes of pea occurred with rosc achieved after medication administration. The second evolut pro+ valve was successfully implanted in the aortic position. The final angiographic result was good. The patient was transferred to the intensive care unit. Additional information was received to clarify a pre-implant balloon dilation was not performed prior to the deployment attempt of the first valve. After the first valve was recpatured into the dcs and withdrawn from the patient, a pre-implant balloon dilation was performed. A non-medtronic guidewire was used for the procedure and the starting point of deployment was at the bottom of the pigtail catheter. Prior to valve dislodgement, the implant depth was 2mm on the non-coronary cusp and 3mm on the left coronary cusp.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolut fx+ bioprosthesis, the valve was implanted successfully, and the delivery catheter system (dcs) and guidewire were withdrawn from the ventricle without issue. The pigtail catheter was withdrawn from the non-coronary sinus without complication and the valve remained in place; however, after approximately 15-20 seconds, a slow and progressive systolic dislodgement of the prosthesis was observed, resulting in the valve positioning at approximately 1 cm above the valvular plane. An episode of pulseless electrical activity (pea) and bradycardia occurred. Subsequently, cardiopulmonary resuscitation was performed along with the administration of life-saving medication, and the return of spontaneous circulation (rosc) was achieved. A snaring system was introduced via the left radial artery and successfully used to capture the dislodged prosthesis and lift it approximately 3 cm in the ascending aorta. The hemodynamics were restored, but a left bundle branch block occurred, and a temporary pacemaker was inserted. A non-medtronic guidewire was advanced to the left ventricle. A balloon dilation was performed using an 18x40mm non-medtronic balloon. An attempt to advance the second dcs and valve through the first valve was unsuccessful. A second snare was placed in the abdominal aorta, and the dcs was advanced to the ascending aorta. During the positioning of the second valve, two more episodes of pea occurred with rosc achieved after medication administration. The second evolut pro+ valve was successfully implanted in the aortic position. The final angiographic result was good. The patient was transferred to the intensive care unit.

Manufacturer narrative:
Continuation of d10: product ID evproplus-26 (j384594); product type: 0195-heart valves; implant date (B)(6) 2025; explant date product ID l-evolutfx-2329 (lot: 0012654766); product type: 0195-heart valves; implant date: non-implantable device, product ID evfxplus-26 (j347919); product type: 0195-heart valves; implant date (B)(6) 2025; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.